Manufacturer narrative:
(B)(4). Guide cath: mach1; guide wire: bmw. Evaluation summary: the device was returned for evaluation. Guide wire resistance was not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The hi-torque balance middleweight elite guide wire, referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a procedure of the heavily tortuous, moderately calcified, concentric, 100% chronic totally occluded, non-de novo, distal right coronary artery (rca), the 2.5 x 33 mm xience prime stent delivery system (sds) met resistance during advancing over the balance middleweight (bmw) elite guide wire and became stuck. The devices were removed from the anatomy as one unit without issue. Outside the anatomy the sds was removed from the guide wire. A second xience prime sds was advanced over a non-abbott guide wire and the procedure was completed without adverse patient effect or a clinically significant delay. No additional information was provided.